Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires in the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at a feedthru pin connection. The impedance measurement across this connection did not reveal any increased impedance. The scanning electron microscopy analysis also confirmed multiple tensile electrode breaks in the fantail. The photographic imaging inspection and scanning electron microscopy analysis revealed broken wires in the fantail region. It is believed that these breaks caused the no sound output reported. A CAPA was implemented. This is the final report.